Event description:
It was reported that the patient was not having therapeutic effect. This started following a device replacement. (See manufacturer's report # 3004209178-2014-20356). The current implant was "not working at all" . After implant, the therapy worked for a little bit then stopped. The patient had tried all programs. The patient caths all the time. It was noted that the implant is bulgy and rubs. It was bulgy when the patient sits and had been bothering her lately. This started a couple months ago. Information from the healthcare provider noted that the patient did not have 50% or greater symptom reduction. The event cause was not determined. Loss of therapeutic effect and loss of stimulation were noted as gradual. The patient was reprogrammed several times with no results for improved therapy. It was noted that the patient with neurogenic bladder and chronic urinary retention. The patient failed to void. Required (illegible). The device migrated close to skin and was uncomfortable. The patient requested removal. The device will be removed (B)(6) 2014. It was noted that the patient was fine; they just wanted the device removed for comfort reasons. There was nothing noted as being wrong with the device however the therapy does not work for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0d89p, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).